Event description:
Procedure type: inguinal hernia repair. According to the reporter, white shavings fell into the sterile field. The area was cleaned and the doctor was able to continue using another (B)(4). There was no bleeding reported in excess of 250cc. The case was not extended by more than 30 minutes. There was no unanticipated tissue loss. No pt injury reported.

Manufacturer narrative:
(B)(4).